Event description:
It was reported that the right ventricular [rv] lead had a high sensing integrity count [sic], noise was present and muscle stimulation occurred when set to high outputs. It was also reported that a lead integrity alert [lia] was triggered. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Programmer data shows a lead integrity alert occurred on (B)(4) 2012 15:04:54. A patient alert for out of tolerance subthreshold lead impedance occurred on (B)(4) 2012 15:04:54. 3 ventricular nonsustained tachycardia (nst) episodes of <=180 ms occurred on (B)(4) 2012 in the timeframe between 15:04:49 and 15:05:21. 1 ventricular fibrillation (vf) episode of 190 ms average ventricular cycle occurred on (B)(4) 2010 12:33:24. Ventricular short interval count v-sic=15.2 counts avg/day, in 24.97 days, between (B)(4) 2012 12:02:30 and (B)(4) 2012 11:25:26.